Manufacturer narrative:
The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a missing end cap sticker, and a partially broken off reservoir tube lip. A test reservoir locked properly into the reservoir tube.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump had a crack in the reservoir what prevented the reservoir from staying in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.